Event description:
As reported, approximately 5 years and 1 month post the initial right reverse total shoulder arthroplasty, the patient was revised due to poly wear/fracture. The liner and glenosphere were exchanged. Photos provided indicate there may be metal-on-metal wear between the glenosphere and tray. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), - gps implant kit v2. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 531-20-00 - shldr gps rvrs drill kit. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 531-78-20 - shouldr gps hex pins kit. (B)(6), 531-78-20 - shouldr gps hex pins kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported was likely the result of the reported traumatic event and bone fracture. A secondary finding of edge wear of the humeral liner appears consistent with humeral liner disassociation and subsequent metal-on-metal articulation; however, these failure modes were reported to not have occurred. Additionally, the reported traumatic event and subsequent fracture could have been a contributing factor to the observed wear of the humeral liner. However, the traumatic event, fracture, and series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.